Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in june 2019. Investigation results: we did not received either the complaint sample or x-ray pictures for investigation. Conclusion: without the complaint sample and the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will reopen this complaint. No corrective action is envisaged at the moment.

Event description:
"The patient was implanted the infusion port on (B)(6) 2020. On the afternoon of (B)(6) 2020, when nurse connected the infusion port, it was found that the infusion port was difficult to push forward and no blood was drawn back. The patient complained of pain in the right cervical canal. Physical examination: local swelling. Immediately stopped using the infusion port, and after the patient underwent b-ultrasound examination, the results were normal. The patient was sent to the interventional operation room for contrast examination, and it was found that the catheter in the infusion port was broken. Took out the infusion port immediately, the process was smooth. The child returned to the ward safely and was comforted. Reported to the equipment department, contacted the manufacturer to take the infusion port back to the manufacturer for testing, and asked for feedback. No sample or picture provided."